Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when trying to insert (2) 6f-12f mynx control venous vascular closure devices (vcd) into the 11f non-cordis sheath, the film sealant sleeve rolled up and exposed the sealant. Hemostasis was achieved by another unknown 6f-12f mynx control venous vascular closure device (vcd). There was no reported patient injury. The device was inspected prior to use and no anomalies were noted. The device was removed from the package carefully. The device was prepped according to instructions for use (IFU) instructions. There was exposure of the sealant to bodily fluids due to the damage to the sealant sleeves. The sales representative has been working with the account on methods to avoid this issue moving forward. The procedure type was a pulse field ablation (pfa). The deployer was in training with the mynx device. Other procedural details were requested but were not provided. One device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, when trying to insert (2) 6f-12f mynx control venous vascular closure devices (vcd) into the 11f non-cordis sheath, the film sealant sleeve rolled up and exposed the sealant. Hemostasis was achieved by another unknown 6f-12f mynx control venous vascular closure device (vcd). There was no reported patient injury. The device was inspected prior to use and no anomalies were noted. The device was removed from the package carefully. The device was prepped according to instructions for use (IFU) instructions. There was exposure of the sealant to bodily fluids due to the damage to the sealant sleeves. The sales representative has been working with the account on methods to avoid this issue moving forward. The procedure type was a pulse field ablation (pfa). The deployer was in training with the mynx device. Other procedural details were requested but were not provided. One non-sterile mynx control venous vascular closure device was returned for investigation. Visual inspection revealed that both button 1 and button 2 were in the non-depressed position. The stopcock was open, and a cordis mynx syringe was detached from the unit. The sealant was present in its manufactured position and fully covered by the sealant sleeves. A kinked condition was observed on the sealant sleeves. The catheter sheath introducer (csi) was not returned for evaluation. The balloon was deflated, the core wire was present, and the atraumatic tip showed no visible damage or abnormalities. No additional anomalies were noted during the visual inspection. A dimensional analysis could not be executed to measure the slit length due to the kinked condition of the sealant sleeves. However, the catheter working length was verified and measured within the defined specification. This measurement was obtained using a calibrated ruler. A simulated deployment test was performed to ensure functionality. The unit operated as intended: after aligning the tension indicator by pulling distally on the tip, button 1 and button 2 were depressed in the instructed sequence, resulting in proper sealant deployment and balloon retraction. Additionally, due to the kinked/bent condition observed on the sealant sleeves, a functional analysis was performed using the mynx control venous with a lab sample csi. The device was inserted into and withdrawn from the csi, and no friction or resistance was observed during the evaluation. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was not observed through analysis of the returned device; however, there was a kinked/bent condition of the sealant sleeves noted, which was likely the condition experienced by the customer. Additionally, the reported event of ¿mynx control system-deployment difficulty-premature¿ was not observed since the sealant was still in its manufactured position and fully covered by the sealant sleeves. The exact cause of the issues experienced by the customer could not be determined. Based on the information available for review and the product analysis, procedural/handling factors (such as using excessive force during insertion, incorrect insertion angle, and/or not supporting the distal end during insertion into the sheath), access site vessel characteristics (which was not provided) and/or the condition of the procedural sheath (which was not provided for analysis) may have contributed to the damaged condition of the sealant sleeves noted, and the subsequent impedance during insertion. It should be noted that the mynx control venous device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. The sealant is placed right under the sealant sleeve assembly and is protected from being exposed prematurely. The slits are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control venous vcd within the instructions for use (IFU) displaying the sealant sleeve slit. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, carefully hold and insert the atraumatic catheter tip of the mynx control venous vcd 6f-12f through the sheath valve. Align the device to the relative angle of the procedural sheath and carefully advance the catheter until the sheath catch is adjacent to the hub of the sheath. Rotate the sheath catch as needed to hook onto the sideport of the procedural sheath.¿ neither the product analysis, nor the available information suggests that the issue experienced by the customer could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.